Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that auto mode switch episodes were observed. Upon review, inappropriate pacing was noted on the atrial channel. Programming changes were suggested. No further information is available.